Event description:
It was reported the patient's paresthesia moved to her foot following a car accident. Impedances were checked and there were 'no electrode fractures.' The patient's physician used a stylet to reposition the lead higher on the vertebrae; it was noted the stylet was able to be fully inserted. To reposition the lead the physician used a percutaneous introducer. Once the introducer was positioned the physician tried to insert the stylet again however this time he could no longer insert the stylet fully. The physician removed the lead and found there was clear damage to the lead. The patient's leads were replaced. No patient injury was reported. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3877-45, lot# v394336, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis of the lead (serial# (B)(4)) revealed the stylet coil was perforated by the stylet 10.2 centimeters from the distal end.